Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge but the screen has a malfunction. The receiver download was retrieved and confirmed the complaint. The reported event of the device ceased to function was confirmed via log review. A probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/21/2018 that on (B)(6) 2018 the patient experienced a receiver that ceased to function. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.